Manufacturer narrative:
During a carotid artery stenting procedure, an 8x40mm precise pro rx stent delivery system (sds)could not release. So the physician replaced it with another size of stent to complete the procedure. There was no reported patient injury. Upon receipt of the device, the stent was deployed partially at angle. The device was handled according to the standard operation and the product use process operation. Then the surgeon delivered the precise pro rx to the lesion. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The intended target lesion was the carotid artery. The intended lesion was located at the carotid bifurcation. The lesion was 7mm in diameter and 30mm in length. A 6f cordis sheath introducer with a tempo diagnostic catheter was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The degree of stenosis was (B)(4). There was no calcification or vessel tortuosity. The stent delivery system passed through acute bends. Delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The user maintained a fixed inner shaft position during deployment. There was no unusual force used at any time during the procedure. It was indicated that the surgeon is a very experienced professional doctor. The stent did not pre-maturely deploy. The device was returned for analysis. One non sterile unit of precise pro rx ous carotid system, 5f, 8mm x 40mm, 135 cm sds was returned. Per visual analysis the unit was partially deployed and the stent was protruded about 5mm from the device distal end. The hemostasis valve was returned open. The outer body was found separated at 20cm from the brite tip. No other damages were noted. Functional analysis could not be performed due to the separated outer member. Per dimensional analysis stroke length could not be measured due to the separated outer member. Per sem analysis the proximal outer member (polyamide) separated areas do not reveal evidence of grilamid material transfer. No other issues were noted during the sem analysis. A device history record (DHR) review of lot 17295227 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment (carotid),¿ ¿stent delivery system (sds) deployment difficulty-unable¿ and ¿outer sheath separated¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, outer sheath separation may have contributed to the deployment difficulty as the stent cannot be deployed when this happens. The exact cause of the separation found on the product could not be conclusively determined during the analysis. According to the product instructions for use (IFU), users are instructed to unlock the proximal end of the hemostasis valve connecting the inner shaft and outer sheath of the sds prior to attempting to deploy the stent. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. According to the product IFU, users are instructed to ensure that the sds outside the patient remains flat and straight. Users are instructed to unlock the hemostasis valve prior to stent deployment. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. A risk assessment and investigation has been initiated to address these types of issues. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Analysis of the device is pending and will be submitted within 30 days upon receipt.

Event description:
During a carotid artery stenting procedure, an 8x40mm precise pro rx stent could not release. So the physician replaced it with another size stent to complete the procedure. There was no reported patient injury and the device will be returned for analysis. Upon receipt of the device, the stent was deployed partially at angle. The device was handled according to the standard operation and the product use process operation. "There were usual noted on the device. " then the surgeon delivered the precise pro rx to the lesion. ¿all according to the standard operation and the product use process operation. There were usual noted on the device.¿ it meant all process according to the instructions for use. The device wouldn¿t note anything unusual. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The intended target lesion was the carotid artery. The intended lesion was located at the carotid bifurcation. The lesion was 7mm in diameter and 30mm in length. A 6f cordis sheath introducer with a tempo diagnostic catheter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The degree of stenosis was 80%. There was no calcification or vessel tortuosity. The stent delivery system passed through acute bends. Delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The user maintained a fixed inner shaft position during deployment. There was no unusual force used at any time during the procedure. It was indicated that the surgeon is a very experienced professional doctor. The stent did not pre-maturely deploy.